Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Patient #2 the customer reported that the autopulse platform (sn (B)(6) repeatedly displayed user advisory 07 (discrepancy between load 1 and load 2 too large) during patient use. The ua07 would keep reappearing even after adjusting the patient. No other details were provided. The patient's status information was requested, but the customer did not provide a response.